Event description:
This 44-yr-old female underwent silicone gel bam in 1976. The procedure was performed at another facility, thus the MFR is unknown to this reporting facility. The pt complaints include breast pain, memory loss, and questionable fibromyalgia. Gross exam: right implant shows no gross defect, however the outer wall is covered with a tenacious thin layer of gel-like material. The left implant has a 0.1 cm pinpoint irregular defect which exudes gel-like material.